Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, when purging the sheath during introduction of the catheter, air bubbles come out of the tip of the catheter. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.